Event description:
Reportedly, a reintervention was performed to reposition the ventricular lead. During the reintervention an abnormal impedance was obtained (above >3000 ohms), different positions were tested but the mpedance value was still higher despite the use of a new psa lead. The physician decided to explant the lead and implant a new one.

Event description:
Reportedly, a reintervention was performed to reposition the ventricular lead. During the reintervention an abnormal impedance was obtained (above >3000 ohms), different positions were tested but the mpedance value was still higher despite the use of a new psa lead. The physician decided to explant the lead and implant a new one.

Manufacturer narrative:
The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the fixation function was blocked due to blood coagulation within the tip. After thorough cleaning to remove the blood residue, the fixation mechanism operated as specified. The screw length was measured, and it was within specification the x-ray tests confirmed that all the components were free from any damages. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported high ventricular impedance >3000 ohms may most probably be attributed to a lead dislodgement or the target site(s) or to the patient physiology or to the screwing of the lead in the ventricular cavity. Based on available information, the reported electrical issue most likely occurred due to external factors that are independent of the lead characteristics, such as physician preferred implant site or patient physiology/anatomy. These issues are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.